Manufacturer narrative:
The customer reported problem was confirmed. Technical support- reviewed the symptom with (B)(6) and recommended him to replace motor control board. (B)(6) will look in to option to send unit in for flat fee repair. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record for sn (B)(4) was performed from 11/06/2017 to 09/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Device not returned.

Event description:
Customer reported error 242.4030.